Event description:
Pt had star sliding core mobile bearing revised.

Manufacturer narrative:
Pt had star sliding core bearing component revised to address ankle pain and possible cysts. Company report form notes wear on lateral side of implant. Review of device history record shows no anomalies.